Event description:
Revision surgery - due to the patient showing subscap and tissue failure. The surgeon noted it was not the product at fault.

Manufacturer narrative:
The reason for this revision surgery was a result of a patients failed shoulder tissue after 32 days in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 855c1327. The event is deemed to be non-product as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.